Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Prior to a thermal ablation procedure, the patient had been complaining of menorrhagia with anomia. Pre-operative workup consisted of a negative endometrial biopsy and an ultrasound showing a slightly enlarged, but otherwise normal uterus. The method of contraception was partner vasectomy. The patient underwent an uneventful d&c and hysteroscopy followed by an uneventful thermal ablation and then a repeat uneventful hysteroscopy. Because of a history of anaphylaxis from nsaids, the patient was discharged on percocet. The patient complained of severe cramps postoperatively which have persisted. They are not constant and she can have a good day or two occasionally. The patient has had no fever and workup of the pain included a negative ua and culture. An endometrial biopsy showed occasional enterococci, which were treated with a week of augmentin. An ultrasound showed some clot in the cavity, which was treated with pipelle aspiration. Pathology was negative and a follow up ultrasound showed reduction of the clot. A CT scan was performed and the results were unremarkable. The physician plans to prescribe a trial of neurontin.